Event description:
It was reported that the patient was hospitalized in the intensive care unit (ICU) with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels (BG) reached above 900 mg/dL while wearing the Pod longer than 48 hours on their arm. Symptoms reported include loss of consciousness and extreme dehydration. The patient mentioned they kept receiving an ¿urgent low message¿ on the Pod and receiver and attempted to correct BGs with juice. The patient stated they drank so much juice they passed out in the street due to high BG levels. The patient was treated with intravenous fluids and an insulin drip. The patient was diagnosed with hyperglycemia and discharged 3 days later on (b)(6) 2026. The Pod was discarded at the hospital.

Manufacturer narrative:
¿This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.¿ According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed, and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.6. Operating System: N5004L-AM-Q-MV01602-06-01.06. Hardware: N5004L. CGM Sensor Type: Dexcom G7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.